Event description:
It was reported the patient experienced pain and inflammation in generator pocket. The patient wanted the pocket to be remove and rep laced in another area. Device interrogation results: eri is ok. Date: (B)(6) 2010. Intervention: device surgical repositioning date: (B)(6) 2010. The device tracking system noted that the device system was replaced on (B)(6) 2010. Outcome: resolved without sequelae resolved date: (B)(6) 2010.

Manufacturer narrative:
Lead model 3777-45, lot # v244031025, implanted: (B)(6) 2009, explanted: (B)(6) 2010; lead model # 3777-45, lot # v096193009, implanted: (B)(6) 2008, explanted: (B)(6) 2010-04; extension model # 3708120, lot # njb011948v, implanted: (B)(6) 2008, explanted: (B)(6) 2010; extension model # 3708120, lot # njb011947v, implanted: (B)(6) 2008-04, explanted: (B)(6) 2010; anchor model # 3550-39, lot # n184474, implanted: (B)(6) 2009, explanted n/a; programmer model # 37743, lot # nke100815n.